Manufacturer narrative:
B3. The precise event date was not provided. Only the year of the reported event date is valid. Section e. The healthcare provide and facility information was not provided. Therefore, the medtronic field representative information is reported as the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced potential onyx allergy. There were no abnormalities reported in relation to anatomy. The patient is alive with no injury. Additional information was received reporting that the cause of the event was not determined. The patient is in hospital for examination if this is an allergy. Manufacturer representative was not told any symptoms the patient was experiencing, and was only asked what the ingredients of onyx are. There was no intravascular or surgical intervention or if irreversible impairment or damage to a body structure or function due to the event. Actions or interventions that were taken to resolve the event included the patient went to hospital for examination of allergy. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.